Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional two proglide devices referenced are being filed under separate medwatch reports.

Event description:
It was reported that suture placement in the right common femoral artery (rcfa) was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to a abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss was noticed after deployment of all three proglide devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to an 18f. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: analysis was performed on the returned device. The reported needle to cuff miss was observed as a premature posterior needle deployment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported needle to cuff miss was observed a prematurely ejected posterior needle due to inadvertent handling of the plunger. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, 2 sterile unused proglide devices were returned. Testing was successfully performed on the returned unused sterile devices with no malfunctions observed.